Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached from the quick release while the patient was sleeping and blood glucose level was 13.9 mmol/l at the time of incident. The site location was at the upper right buttock and the pump was in the right pocket. The infusion had been in use for 12-16 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.